Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6)2025. According to the patient, on (B)(6)2025, they experienced breathing problems and vomiting. At an unspecified time of the event, the cgm was reading 138 mg/dl and the blood glucose reading was 1000 mg/dl. An ambulance was called, and the patient was treated with insulin and taken to the emergency room. At the time of the report, the patient recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.